Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Data logs show intermittent placement signal not reliable (snr) alarms starting on (B)(6) 2025 and ending on (B)(6) 2025. At the time of these alarms, the placement signal goes out of range with snr dropping to zero, gain decreasing, lamp increasing, and contrast barcoding. This issue was intermittent meaning that the placement signal was able to recover temporarily until the next alarm. Upon this data log review, it is apparent that the console is the potential cause of the issue. Please refer to (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there were placement signal issues. Placement was verified and audio was silenced. Support from the pump was continued. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.